Event description:
While requesting assistance with calibration errors and change sensor alerts, customer reported that the insulin pump's display was badly scratched. Customer reported having to use the up and down arrows to move the wording around the scratch so it could be read. Blood glucose level was 320 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The minilink transmitter was tested with the glucose sensor simulator and it communicated properly to the insulin pump. No unexpected calibration errors noted. The device had cracked reservoir tube lip, scratched reservoir tube window, and minor scratched lcd window.